Event description:
On (B)(6) 2012, the patient was implanted with four gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2012, follow-up imaging identified a proximal type I endoleak associated with the aortic extender component with 1 cm aneurysm enlargement. It was reported the exact cause of the endoleak is unknown, and no migration has been identified. On (B)(6), 2013, an additional procedure was performed to treat the endoleak. An additional aortic extender component was implanted for proximal extension. Final angiography showed resolution of the endoleak, and the patient tolerated the procedure.

Manufacturer narrative:
Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Conclusion - the exact cause of the endoleak is unknown.